Event description:
It was reported that on (B)(6) 2011 the patient underwent a posterolateral spinal fusion surgery from l3 to s1 using rhbmp-2/acs. T he patient's post-operative period was marked by pain that increased to the point that it is currently intolerable. The patient's injury continues to progress, causing chronic and permanent nerve damage. The patient has been prescribed high doses of narcotic pain medication. Post-operatively, the patient experiences severe pain as beginning in her lower back and radiating down the back of her legs into her left heel. The patient has begun to feel paresthesias, including numbness and tingling. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif)surgery in which rhbmp2/acs was used.